Event description:
Since placement of the metallic mesh bronchial and tracheal stent, I have had repeated infections, including fungal, bacterial, and pseudomonas aeruginosa. I have to have surgery to remove the stents as they are infected and are causing constant infections. I am taking inhaled tobramycin. I have had to see multiple pulmonologists, doctors, infectious disease doctors, lost time from work, and even lost a job due to too many sick days. Now I am facing financial hardship, as I need to be on disability to remove the stents and possible placement of support devices on my bronchial and tracheal areas if possible. I will need to go to (B)(6) for removal and (B)(6) for the support devices. I have no idea how I can afford the plane trips, any insurance deductibles, or what my health will be after this. I will need a CPAP machine that I cannot afford. Stent placement (B)(6) 2008, at (B)(6) medical center, infections since (B)(6) 2008, present pseudomonas aeruginosa infection being treated by dr (B)(6) and referred for stent removal. (B)(6).